Event description:
On (B)(6) 2023, the battery impedance was 0.5 ko or more, and the battery curve was normal. A next follow-up is planned on (B)(6) 2023.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.